Event description:
Eyesight was severely impaired after cataract surgery. Blurred vision in both eyes now, like looking through fog or some kind of haze. First cataract surgery took place beginning of (B)(6) 2021, the second in the beginning of (B)(6) 2021. Surgeon recommended and implanted alcon's vivity lens in both eyes. Intermediate and close range vision requires glasses. Night vision is very poor, cant drive. Surgeon said that the vivity lens was good for someone with my profile: lasik in both eyes over 20 years ago; eyesight prior to lasik was very poor, severely near sighted with "football shaped" eyes, mild to severe dry eyes for 20+ year managed with prescription eye drops. Reported to surgeon (dr. (B)(6)) that first operation resulted in blurred vision but he said both eyes had to be operated on for the new lenses to function properly. Surgeon operated on second eye but blurred vision continues in both eyes. FDA safety report ID# (B)(4).